Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump was rebooting without user intervention. Moisture was allegedly visible in the pump battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. Evidence of moisture ingress was also found inside the battery compartment. The pump powered on with the returned battery cap; however, the battery cap did not fully secure to the pump. A power loss was not observed. A leak test was performed and confirmed a battery compartment leak. A cs 088 call service alarm was emitted and prevented the pump from being exercised for 24 hours. The pump case was removed, and evidence of moisture ingress was found on the watchdog alarm circuitry, as well as on other electrical components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.